Manufacturer narrative:
Evaluation summary: the device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon. Correction information: g6: follow up #1, h2: if follow-up, what type?h3: device evaluated by manufacturer? H6: coding changed based on the investigation.

Event description:
Pentax medical was made aware of a report which occurred before use in (B)(6). The reported complaint was for "image disturbance", involving pentax medical ultrasound video gastroscope model eg38-j10ut, serial number (B)(4). A video was provided that shows striations on the screen of the monitor. The issue was observed in the operating room prior to use. The endoscope was sent in for repair. The information provided indicated that the charged couple device (ccd)- lens bundle, failed. There was no report of serious injury, delay in procedure or required medical intervention. On 24-sep-2021, a device history record(DHR) review for model eg38-j10ut, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 30-oct-2020 under normal conditions, passed all required inspections after the b-body was replaced as part of a rework and passed upon third inspection and was released accordingly. There were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 30-oct-2020. The investigation is inprocess.

Manufacturer narrative:
Continued: this model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model eg38-j10ut-us available in the united states with a 510k number k200090. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.